Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the radiofrequency (rf) tag was damaged that went down an 8mm trocar during a robotic case. Scanned the patient with the damaged chip inside, but tag was not detected. Part that fell into the patient's cavity was fully retrieved. X-ray was used to locate missing piece.